Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient was in overdischarge. The patient hasn't charged successfully in over a year. The patient's device is greater than 9 years old, and it was discussed that the device is likely at eos, but if the device was in od for a year it is possible that they may get more time out of it. It was reviewed that it is unknown how many prm's it will take and the patient will need to be diligent in checking if they choose to pull the device from the overdischarge. The rep stated that the device is still dead and will be replaced by their healthcare provider (hcp). The date for the replacement is unknown. No further complications were reported.

Manufacturer narrative:
Correction: should have been adverse event and product problem. Should have been selected as serious injury a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.